Manufacturer narrative:
Device is a combination product. (B)(4). Device evaluated by MFR: the stent delivery system (sds) was returned for analysis. A visual examination of the crimped stent found the stent severely damaged almost across its entire length with struts stretched, distorted and lifted from the profile. The stent stretched proximally over the balloon and on the outer. There is less damage at the distal end, however the stent moved slightly to the edge of the distal markerband. This type of damage is consistent with the stent encountering resistance during advancement attempts. The bumper tip of the device showed signs of damage on the proximal side where a kink was noted. The balloon cone profiles were reviewed and no issues were noted with the overall balloon profile. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and tactile examination found several hypotube kinks across the length of the shaft. This type of damage is consistent with excessive force being applied to the delivery system. A visual and tactile examination found no issues with the mid-shaft or inner/outer shafts. No other issues were identified during the product analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).

Event description:
Reportable based on device analysis completed on 12may2016. It was reported that crossing difficulties were encountered. Vascular access was obtained via the femoral artery. The non-totally occluded, 35x3.25mm, eccentric, de novo target lesion containing a lesion bend of between >45 and <90 degrees was located in the severely tortuous and mildly calcified left anterior descending artery (lad). Predilation was performed with a balloon. A 3.50x38mm promus element long stent was advanced but failed to cross the lesion. The device was removed and the procedure was completed with another of the same device. No patient complications were reported and the patient's status was stable. However, returned device analysis revealed stent damage and stent moved on balloon.